Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the 8-15 slot was continuously showing impedance issues during the procedure. The device was not implantable. Impedance testing during the procedure identified the issue. Multiple reconnection attempts were made as well as switching leads in the 0-7 and 8-15 slot. A new implantable neurostimulator (ins) was attempted. At the time of the report, the issue was resolved. Surgical intervention occurred. An explant occurred due to a suspected device malfunction. There was no patient death and the device was not used in the patient. The patient recovered without sequela. This product was replaced with another manufacturer's product.

Manufacturer narrative:
Per analysis results for the implantable neurostimulator, no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.